Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you clarify the specific number of patients with ¿puffiness¿ that required suture removal? Can you identify the suture name / product code that was used? What was the name of the procedure? What tissue was the suture used on? How was the suture placed (interrupted or continuous)? What post op date did the patient experience ¿puffiness¿? What post op date was the suture removed from the patient? What was the indication for suture removal? Can you provide the patient age, gender, weight, prior medical history? Can you describe the appearance of the suture during second procedure? What is the current condition of the patient?

Event description:
It was reported by the rep post op after an unknown procedure patients were experiencing "puffyness" around the suture line. When the sutures were removed the condition subsided. There is no additional information.